Event description:
It was reported that the pt experienced a return of her symptoms. The symptom reported was increased baseline pain. The pt's symptoms are in her left leg. The symptoms began after a programming session. The pt was admitted to the hospital. The drug in the pump at the time of the event was not known. Additional information has been requested; a f/u report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).